Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section: a1, a.2, a.3, e.1, e.2, e.3, g.2, b.3, b.5, d.1, d.4, h.10, h.4, d.6a, d.6b, d.5, h.6. Advanced bionics considers this event as non-reportable. This event was reported in error; this device remains implanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.